Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter was in place for 12 days and appeared to leak from the bottom of the bag or the connection. A new foley catheter was placed in the patient.

Event description:
It was reported that the catheter was in place for 12 days and appeared to leak from the bottom of the bag or the connection. A new foley catheter was placed in the patient.

Manufacturer narrative:
Upon further review, bard/bd has determined that this MDR was reported in error as this event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.